Event description:
Customer reported on a bravo ph capsule that failed to attach. Patient suffered from irritated esophagus. Our customer support contacted the medical staff and no further information is available.